Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 11 units. Reportedly, the cartridge was filled with 440 units of insulin. The customer¿s blood glucose level was 194 mg/dl. Reportedly, the customer reloaded the same cartridge successfully and received an accurate fill estimate.